Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being found unconscious at home and transported to the hospital, noting that she was unsure if her hospitalization was related to use of the omnipod device. No specific blood glucose value or duration of pod wear at the time of the event was reported. The patient further stated that she was using a new dexcom g7 continuous glucose monitor that emitted an unspecified alert, and the patient removed it, but she was uncertain how the dexcom alert related to the incident. The patient suspected a possible urinary tract infection may have contributed to her condition but was unsure. The patient remained hospitalized at the time of reporting, with no anticipated discharge date provided. No further details regarding medical diagnosis or treatment could be obtained despite multiple good-faith efforts for additional information.